Event description:
Initial reporter indicated that their dell x5 handheld computer was freezing during interrogation. The handheld contained 7.1 programming software. An analysis was performed on the returned flashcard and the reported allegation could not be verified. The flashcard and software performed according to specifications. The handheld was returned and met specifications.